Event description:
C-arm image became all black midway through ercp procedure. Another c-arm was obtained, with a delay in the procedure of 15 mins. Procedure was completed, no adverse effects noted. Imaging supervisor and lead tech in radiology aware, were unable to duplicate the issue; did not find any errors in the log and no image to reference, it was not saved. It was tested repeatedly. Will continue to monitor. FDA safety report ID# (B)(4).